Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with fortum injection (1gm, discontinued) and amikacin injection (250mg, discontinued). Two days after the event onset, the patient was treated with vancomycin injection (1gm, discontinued). Thirteen days after the event onset, the patient was discharged and was recovered. Pd therapy was discontinued, the patient's catheter was removed. Hemodialysis was scheduled to start a months time. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.